Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not start an infusion and did not alarm (medication was ketamine, dose was unknown, programmed amount was unknown, delivery rate was 100ml/hr). The pump was swapped for a different one there was no patient injury or medical intervention associated with this event. No additional information is available.